Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
It was initially reported, the device's power management board was replaced to address a "service required" message. The power management board was returned to the manufacturer's product investigation laboratory for further investigation. The power management board passed all testing and was found to operate as designed.